Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the display prompts were "tighten handpiece", "tighten assembly" and "release pressure on jaws"; then it stopped working. The scrub nurse noticed the inactive blade pad was missing upon removal. This was identified in the patient and was removed with no harm to the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.